Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m 6 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("when my husbands accidently does it sends horrible pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: lot number ends with 305. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I m 6 days post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pain ("when my husbands accidently does it sends horrible pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and pain outcome was unknown. The reporter considered medical device removal and pain to be related to essure. The reporter commented: lot number ends with 305. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: medical device removal, pain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case became valid and serious incident. Previously reported event of adverse event updated with - I m 6 days post op was added and when my husbands accidently does it sends horrible pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.